Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of granuloma and capsular contracture (grade IV) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event. Reason for reoperation: capsular contracture (grade IV) and granuloma. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, cyst, "granulomatous reaction of foreign body type," and "thick, internal whitish capsules were removed" upon explant. The device has been explanted.